Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500mg/dl. Customer stated that the piston was not moving. Customer was treated with manual injection. Customer did displacement test and insulin pump passed test. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error. The motor functions properly during testing. No drive or motor anomaly noted. No damage noted on the motor assembly. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).